Manufacturer narrative:
Evaluation summary: analysis - a newport reusable circuit and test lung and allowed ventilator to ventilate on internal battery at the reported user settings. The ventilator initiated all shutdown alarms within 30 seconds and it shutdown yielding a "10v shutdown" device alert. Plugged ventilator into ac power and allowed the internal battery to charge for 30 minutes. Removed the bottom plate but left the internal battery plugged into the main board. Unplugged the ventilator from ac power and allowed the ventilator to ventilate as before while monitoring the battery's terminal voltage with a dmm (digital multi meter). The ventilator shutdown within 30 seconds and the terminal voltage of the battery at the time of shutdown was 10.3vdc. Removed battery and performed a visual inspection; the battery lot code indicated that the battery was manufactured in october of 2007. Installed the dual pac battery system in the ventilator and set up the unit as before. Allowed ventilator to ventilate on internal battery; the ventilator showed no signs of the reported incident. Conclusion: the reported failure was confirmed. The reported failure was due to an aged battery that is no longer capable of retaining a charge. The dual pac battery system was installed and the problem was corrected. A dual pac battery test was conducted on the ventilator as well as a full calibration and operational verification procedure. The ventilator met all required specs. Please note that according to the MFR's operating manual of the ht50 model, the internal battery should be replaced yearly or when the battery no longer meets the needs of the user. Please also note that it is a known issue and in response to this issue, an important medical device correction letter was issued on september 14, 2007, as a short term fix. The firm has submitted a long term correction as a supplement (the dual pac internal battery system) to its 510k which FDA has cleared in december 2008.